Event description:
One months after undergoing a (pci) percutaneous coronary intervention, the pt returned with an 80% in stent stenosis of the lid left anterior descending artery. The lesion was without thrombus and the timi flow was there. The lesion was treated with angiplasty, and after the procedure, the pt recovered. This pt is in the dessert study experienced restenosis between "1 and 8 months" post implantation of a bx sonic stent. Restenosis is a potential adverse event associated with coronary artery stenting. The dessert study examines restenosis rates of diabetic pt receving either a cypher or bx stnet. No other pt history is available. The stent was implanted in the pt's mid-lad. No details regarding the index procedure or vessel/lesion characteristics were procided. The restenosis was treated successfully with the balloon dilatation.